Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: insufficient airflow caused by faulty pressure reducing valve (first pressure reducer). Unstable air flow caused by faulty (electro-pneumatic) proportional valve. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited insufficient and unstable airflow along with faulty pressure reducing valve (first pressure reducer) and faulty (electro-pneumatic) proportional valve. There was no patient involvement.